Event description:
A distributor reported on behalf of a healthcare facility in japan via a fisher & paykel (f&p) healthcare field representative, that the mr290v vented autofeed humidification chamber provided as a part of an rt380 adult dual heated evaqua2 breathing circuit was found cracked and leaking water during patient use. There was no patient harm reported.

Manufacturer narrative:
(B)(6). The subject mr290v vented autofeed humidification chamber provided with the rt380 adult dual heated evaqua2 breathing circuit have been requested to be returned to fisher & paykel healthcare in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.